Event description:
Information was received that while a smiths medical fluid warmer was in use, patient had expired. Patient was in critical care unit and a code blue 90 was called for patient who had history for acute stroke, and sepsis was secondary to uti. During critical care stay, patient was intubated prior to cardiac arrest and a return of spontaneous circulation was achieved. Patient had acute abdominal pressure readings, and that time it was discovered patient required an emergent laparotomy. Patient then required massive blood transfusion in which it was discovered that the level 1 fluid warmer was infusing slowly. Sites of IV lines was changed on patient, and tubing was switched, but no change in delivery resulted. New level 1 fluid warmer was then used, and it was reported to have functioned properly as the coolers of blood were infused into the patient; 36 total units were administered. It was reported that at 18:51, patient went into pulseless electrical activity (pea) arrest. Acls protocol was then implemented beginning with four rounds of epinepharine, followed by one shock. Then CPR resumed, as patient arrest continued. Patient then received two amps of bicarbonate, two grams of magnesium and two grams of calcium chloride. After 16 minutes of CPR, patient had expired at 19:05.